Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/08/2015 with the following findings: animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release. During testing, the meter remote was powered on and immediately emitted an error 1 with sub code 5. The error could not be cleared, and the meter remote did not pair to the test pump to complete investigation, indicating data corruption.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1) issue. It was reported that the meter remote emitted and error 1 with sub code 5 at random, and the error could not be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.